Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The lock ring on the device is still assembled but the head disassociated from the construct. The lock ring is heavily damaged from what appears to be impingement. The clinical medical investigation concluded that this case reports a revision was performed due to disassociation. Per email communication, the requested x-rays and surgical reports will not be provided. The patient impact beyond the reported disassociation and revision cannot be determined. Due to insufficient information, no further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A dimensional inspection was attempted but the device was too damaged from the disassociation to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to disassociation on (B)(6) 2020. It was revealed the ring of bipolar was left in the device. Problem was found out on (B)(6) 2020. The outcome of the patient is unknown.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The lock ring on the device is still assembled but the head disassociated from the construct. The lock ring is heavily damaged from what appears to be impingement. The clinical medical investigation concluded that this case reports a revision was performed due to disassociation. Per email communication, the requested x-rays and surgical reports will not be provided. The patient impact beyond the reported disassociation and revision cannot be determined. Due to insufficient information, no further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A dimensional inspection was attempted but the device was too damaged from the disassociation to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to disassociation. It was revealed the ring of bipolar was left in the device. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.